Event description:
Major pump unit(s) involved: external control system failure. Additional text: unexplained/intermittent alarms. Specific component(s) involved: other component malfunction, specify. Additional text: other component: unexplained/intermittent alarms. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : replaced pm patient cable. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify